Manufacturer narrative:
Medical device problem code: (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed on (B)(6) 2021. During preparation, the bands were adhered and failed to deploy one by one. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 for the reportable event of bands unable to deploy. Block h10: investigation result the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the ligator head was returned with the device. It was also noted that the ligator head returned with all the bands attached, one band was moved out from its original position. Additionally, the ligator head teeth were damaged. No other problems were noted with the device. The reported event was confirmed. It is possible that user manipulation on the ligator head affected the bands and the ligator head teeth, also it is most likely that the user applied an extra tension on the device causing the observed damage on the teeth, once the teeth were damaged the suture thread would have experienced difficulties during the bands deployment. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed on (B)(6), 2021. During preparation, the bands were adhered and failed to deploy one by one. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.